Event description:
Received message from pt's infusion rn reporting that the screen on the curlin pump in the home is not lighting up. The pump is still working but it is very difficult to read. It is unclear when this started. She also reports that as of friday, (B)(6) 2021, it also alarmed about the internal battery but the infusion rn could not reach the entire message. The pt was still able to infuse uninterrupted without any complications. The rn is asking that the pump be replaced with a new pump. Emailed the pharmacy team requesting they send out a new pump prior to the next infusion. Current pump will be sent back. Reported to (B)(6) by: health professional.